Event description:
It was reported that a screw was originally implanted on (B)(6) 2017. Revision surgery was performed due to the head of the screw coming off of the tulip head.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment, x-rays. Result: the customer reported event was confirmed via visual inspection and x-ray images. Device was confirmed to have its tulip disengaged. The screw shank was found to be deformed. The one side of the opening ring of the tulip head that attached to the shank was also found to be deformed and the other side ring was fractured off. This indicates that the screw shaft was pressing against deformed side of the tulip head likely due to over angulation on screw, causing the screw shank to disengage and fracturing the other side ring. Conclusion: based on the x-ray image provided and the visual inspection on the returned product, it is likely that the screw tulip head disengaged due to over-angulation of the screw.

Event description:
It was reported that a screw was originally implanted on (B)(6) 2017. Revision surgery was performed due to the head of the screw coming off of the tulip head.